Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the cutter failed and was returned unrepaired. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during routine maintenance the damaged comb, worn shoulder bolts , and damaged cutters needed to be replaced. Cutter failed cut test at product evaluation investigation. No adverse events were reported as a result of this malfunction.